Event description:
Caller states the patient tested 7.0 inr on the coaguchek system and 3.9 inr on a comparison lab. Coumadin was held for 1 day, however no adverse event reported. Requested return of suspect system and replacement was sent.